Event description:
It was reported that during a da vinci std surgical procedure the pk dissecting forceps instrument would not grip or close anymore. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported that the forceps would not close. The intuitive motion was not being experienced because of a broken cable. Engineering evaluation found that the grip cable was broken and stuck out at the wrist. The idler pulley spun freely and exhibited pulley and rim damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.